Event description:
Litigation papers allege the patient was revised because the hip implant had failed.

Manufacturer narrative:
The explant dates were provided as (B)(6) 2008, (B)(6) 2009. It was not immediately clear which products were explanted at which time. Depuy still considers this investigation closed. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.